Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 245 days after a coronary drug eluting stenting treatment procedure, the patient had an acute myocardial infarction (mi) and required a target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.5x20mm, 100% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.5x24mm drug eluting stent. Residual stenosis was 0%. The patient was discharged 2 days later on statin and plavix. On 245 days post index procedure, the patient presented to the emergency department with complaints of right sided chest pain radiating into his right arm and elbow. The patient stated that the symptoms was started one hour prior to his arrival to the emergency department with associated shortness of breath and nausea. He thought it was gastric reflux and took maalox without relief. The patient complained of 10 out of 10 chest pain. Morphine IV was given for pain and nitroglycerin drip was started and titrated to chest pain and blood pressure. Patient could not recall medications that he was taking at home. Medications taken in emergency department were aspirin 324mg po given, plavix 300mg po, heparin 6000 unit IV bolus, lopressor 15mg IV bolus, benadryl 50mg po, morphine 4mg IV, nitroglycerin drip. The patient was prepared for cath lab and cardiac catheterization was done. The target vessel was treated with angioplasty, thrombectomy, and bare metal stenting. Thrombus was noted in the target lesion. The patient was taking aspirin as directed, but stopped plavix at month 7 due to inability to afford the medication. The patient was admitted to the cardiovascular intensive care unit (cvicu) for observation and was discharged in stable condition. The physician assessed the device relationship as definitely.